Manufacturer narrative:
The complete device above elective replacement indicator (eri) was returned in one piece for analysis. Device interrogation showed the implantable cardioverter defibrillator (ICD) to be above elective replacement indicator (eri). The device was able to communicate appropriately with the programmer. No other anomalies were found.

Event description:
It was reported that patient presented in clinic for implantable cardioverter defibrillator (ICD) change and pocket relocation due to discomfort. The ICD was explanted and replaced successfully. Patient was stable.